Manufacturer narrative:
The complaint investigator¿s visual inspection of returned component has confirmed that the components as returned were stuck together and could not be removed without the use of excessive force. When separated for further review, the external hex of the implant did not appear damaged or rounded. Residue remained on the inside of the bpguide. A complete dimensional analysis cannot be performed due to the damage of the as returned product. Although the bpguide lot number has not been provided for review, bpguide manufacturing lots are currently inspected for critical dimensions and are 100% visually inspected for part appearance. Potential defects are controlled through this process. A review of implant complaint data between dec 1, 2012 and dec 1, 2014 similar events has confirmed that no additional complaints for item bpguide have been initiated within this time frame. This is therefore considered an isolated event. Based on visual inspection and product complaint history review, this event is not thought to be due to a manufacturing deviation. A definitive root cause has not been determined. (B)(4)

Event description:
The dentist reported that after bone profiling, he was unable to remove the guide pin from the implant placed in tooth site # 19 without removing the implant. Another implant was placed.